Event description:
It was reported that the device 'doesn't work'; the pt had a feeling like a 'pencil is poking her vagina' and there are a return of symptoms (unspecified). Reprogramming did not appear to help; there was some uncertainty by the pt on how to switch to a different program. Add'l info is being requested.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
The patient stated via representative she had the device removed and that it just wasn't the answer for her. The device was removed probably around 4 years ago. A follow-up report will be sent if additional information becomes available.